Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometimes it takes forever for the handset to communicate with the implant. They reported that since they've had the newest device implanted the ins moves around so that could be why they have trouble. Patient services is documenting reported event. No further action was taken. There were no patient complications reported as a result of this event.